Event description:
It was reported that a user experienced high blood glucose of 401 mg/dl while using an ilet system, performed a supply change, and subsequent sensor data showed glucose trending down rapidly but still elevated; vomiting was reported, and the caregiver was advised to contact the healthcare provider given concern that glucose could be very high without a confirmatory fingerstick. Customer care provided support that included case triage and review of the event narrative for potential device or use-related factors. Investigation of this case revealed that the precise cause of hyperglycemia was unclear, with no confirmed device malfunction identified. Symptoms included hyperglycemia with associated vomiting. Outcomes included user education and troubleshooting guidance without medical intervention at the time of call. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.